Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. Based on the information provided, a cause for the reported difficulties could not be determined. It may be possible that the non-abbott 6fr sheath was not the appropriate ID; however, this could not be confirmed. The stent dislodgment likely occurred to the stent becoming loose on the balloon and ultimately dislodging during the attempt to re-insert into the 7f introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the iliac artery. The 9.0x59 mm omnilink elite stent was advanced in a 6fr introducer sheath with resistance. It was recommended to switch to a 7fr sheath and the omnilink elite was re-inserted. It was noted then that the stent was not the correct size so the sds was removed. After removal, the stent was not on the delivery system and it was noted to be located in the primitive iliac artery. A balloon dilatation catheter (bdc) was used to deploy the dislodged stent which was located before the target lesion. Another stent was used to treat the target lesion. No additional information was provided.